Manufacturer narrative:
The manufacturer previously reported a failure of the system board and oxygen blending module board. The system board and oxygen blending module board were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the oxygen blending module board failing was due to airflow transducer (u29) being out of tolerance. The system board was evaluated and was found to operate to design specifications. The sensor board was initially not reported for a "service required" code. The sensor board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the sensor board failing was due to pressure transducer (mt4) being out of tolerance.

Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's oxygen blending module board and system board were replaced to address the issues.